Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. Revision to field h11 additional MFR narrative. This supplemental report has been created to capture additional information and information correction. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. It was confirmed this lead was fractured in the area approximately 213 millimeters (mm) from terminal end. The location and type of fracture suggest it was a result of clavicular/first rib entrapment. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Additionally, visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage; however, this issue did not contribute to the observed fracture at 213 mm from the terminal pin.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. A new lead with the same model was implanted. No additional adverse patient effects were reported.